Manufacturer narrative:
Investigation is still in progress. A supplemental MDR will be filed upon completion of investigation.

Event description:
Complaint # (B)(4). It was reported that a piece of the plastic coating of the sheath sheared off in pt's ureter. Piece was retrieved using graspers. There was no harm to the pt.